Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the device appeared to have been exposed to heat or autoclaved prior to being returned. As a result, dimensional analysis could not be performed. Evaluation of the support screw identified the threads and length were conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 00598002702, stemmed tibial component precoat size 2, lot # 63991728. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the implantation the insert could not be fixed because it did not seat to the tibial component. Surgery was completed with the smallest size of the insert and was extended for 10 minutes. There was no harm or injury to the patient or the operator.